Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured internal carotid artery c6 segment aneurysm with unknown diameter. It was noted that the patient's vessel tortuosity was moderate. The access vessel was the femoral artery, with unknown diameter. It was unknown if a dual antiplatelet treatment (dapt) was administered. It was reported that based on the vessel measurements, the operator selected model ped-500-25. The stent was delivered to the straight segment of m1 and approximately 10¿14 mm was deployed. After waiting for 1 minute, the tip end could not open. Multiple attempts were made to increase or decrease the tension, but it still couldn't be opened. One resheathing was attempted and the device was redeployed to the proximal mid-segment of the stent, followed by multiple attempts to increase or decrease the tension; however, it still could not open. During the second resheathing attempt, the stent became stuck at the microcatheter tip end and could not move. The stent had to be removed. It was observed that the stent tip end had formed a cone shape, and the microcatheter tip end was also damaged. Therefore, both were reported and returned. The procedure was completed successfully using another ped and phenom27. The angiographic result post procedure showed normal. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a navien rfx072-115-08mp (d015887).

Manufacturer narrative:
Continuation of d10: product ID ped-500-25 (d086132). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.